Manufacturer narrative:
We didn't think that something was wrong with the 2 contra angle because, the same effect happened the same day during the same operation with the patient and because it is the first time that this kind of problem occurred with these contra angles. Also, the company who repaired the handpiece didn't change any part. See our report to mhra (UK). Also, the manufacturing of this medical device has been stopped in 2003.

Event description:
Clinical was using a contra-angled slow handpiece on a patient, removing dental cement. The patient and clinician noticed that the handpiece was getting very warm, and became uncomfortable for the patient, especially on the patients lower lip (left side). The clinician stopped immediately and changed to a new handpiece. The second handpiece rapidly became too hot to comfortably touch and the clinician stopped using it immediately and before any contact with soft tissues could occur. At the end of the appointment, patient had no visible signs of damage to the lower lip from the contact with the first handpiece.